Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did not see screen of insulin pump and unsure about the blood glucose if it was entered correct. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and reported that the insulin pump had backlight anomaly. The customer was advised to replace the insulin pump. The insulin pump will not be returned for analysis.